Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete a bolus. Reportedly, the next button on the bolus screen was greyed out. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow-up with the customer regarding the reported issue; however, the customer did not respond.